Manufacturer narrative:
The technician found the foot end brake was not locking. He replaced the foot end casters to repair the bed.

Event description:
Info received indicates the brake will set, but does not hold.